Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (screen goes black) occurred due to a failure of the image sensor unit, a failure of the scope connector unit, or a system failure. However, a final root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The type of procedure performed was for therapeutic purposes, and the intended procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated sections b3, and b5.

Manufacturer narrative:
Date of event: additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found that the allegation of no image was not confirmed. The video cable and connector issues were confirmed. The video cable was crushed, the bending section adhesive part was missing, the video connector case was deformed, and the label had come off. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope was experiencing no image and reported having video cable and connector issues. No patient injury or procedure impact was reported.